Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Healthcare professional later reported "deflation", "any creases". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as fold flaw opening. Crease / folding of implant: observed creases on device. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side deflation. Healthcare professional later confirmed deflation. Healthcare professional later reported "any creases". Device has been explanted.